Event description:
I had surgery on (B)(6) 2020 and was left on the ventilator. I woke up from surgery on the ventilator and I could not breathe. I was suffocating, and I could hear the nurses at their desks, but I could not move and I could not get a nurse nor any doctor's attention to see that I was suffocating. I kept trying to inhale breath, but I could only take an exceedingly small breath in when it felt like the tube was sucked up to my throat or lung blocking the tube and blocking the air. I kept trying to move my body to get someone's attention to get help, but no one came. I continually attempted to inhale but could only inhale tiny breaths. I had to train my breathing to accept the tiny breaths or die from suffocation. I also continued to try to get someone's attention futilely. I realized I had no choice but to pray and surrender to death. I passed out during my prayer. I passed out repeatedly and each time I woke, I tried to breathe, to open my eyes, and I tried to move, all unsuccessfully. I was desperately trying to do anything I could to try to get someone's attention to help me because I could not breathe and there weren't any alarms going off from my machines. I kept passing out, but suddenly, upon waking, I don't know how many times, this time was different. I could finally move my finger. I started to have some hope that maybe I could signal someone to help me. I knew I would need to perform a big movement since no one could see my distress. As I was trying to signal someone with my finger, I felt my shoulder move. Unfortunately, my shoulders were the only thing I could move. I started to frantically move my shoulders to get someone's attention. I heard a man come to my bedside and tell another person, "maybe she is having a seizure." At that point, I knew I was going to die because I couldn't breathe or communicate. I had to tell myself to calm down the movement of my shoulders so that these people would realize that this was not a "seizure" and that something else was very wrong. As I finally got movement of my entire arm, I still couldn't open my eyes, so I tried pointing at my throat to make the universal choking signal, but then the male nurse and the other nurses started restraining my arms and I had 4 ppl restraining my limbs. I have been in the medical field for over 25 years, and I know that the first response for a patient waking up with mechanical ventilation is to pull the ventilator out themselves so they were still restraining me so I tried to use one finger to write letters on my blanket to tell them that I cannot breathe but then, they pushed the ventilator further down my throat to advance the ventilator. I started to vomit green bile. Thankfully, I remembered that you never want a patient to vomit while on the ventilator because if the patient aspirates the vomit, this can surely cause death. Thank god I could still move my head because when I felt the urge to vomit, I quickly turned my head to the side and vomited. Green bile was all over me. I passed out again as I still could not breathe. Then I woke up because they were attempting to place an ng tube up my nose and down my throat next to the ventilator. I was shaking my head trying to refuse the ng tube when they told me that I had no choice but to have the ng tube now because I had vomited. After seeing multiple ventilator and tubing recalls, I had requested and received my records, but my records do not show the type or model of ventilator or tubing that I had, and I am concerned because the ventilator that I had did not sound any alarms to alert the ICU staff that I could not breathe. I have waited this long to turn in a report because I thought that my issues could have just been ventilator-related sensations since the ventilator did not sound any alarms; however, I have never believed that and since there are so many recalls, I think my ventilator issues should be investigated. Ventilator you will have to obtain my records from (B)(6) hosp. FDA safety report ID # (B)(4).